Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The peripherally inserted central venous catheter (PICC) line was placed at an unspecified time. The international customer reported that 'the catheter has pores at the proximal part. Leakage experienced." The catheter was completely explanted and a new PICC line placed. No further patient or device information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of documentation, specification, and quality control data was conducted during the investigation. A review of quality documentation did not observe any specific issues with quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. One opened complaint device was returned for investigation and analysis. A physical investigation of the returned device noted, ¿using a microscope, no breaches, cuts or holes could be visualized.¿ the double lumen peripherally inserted central venous catheter set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically, ¿catheters are not designed for power injection of contrast medium. Catheter rupture may occur. Use of a 10ml or larger syringe will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. The following variables must also be considered in selecting appropriate catheter and length; patient history, patient age and size, access site available, unusual anatomical variables and proposed use and duration of treatment.¿ based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.